Event description:
It was reported that after going transeptal but before ablation the patient's blood pressure dropped slightly and a pericardial effusion was noted. A pericardial effusion was performed and the case was continued. The mobicath steerable sheath was used as part of this procedure. The following bwi devises were also in use: stsf, carto, and smart ablate generator.